Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the adhesive from the infusion sets were not sticking to the patient's skin. The infusion sets were falling off from her body. The reporter alleged the adhesive from the infusion sets were defective. No adverse event was reported. The infusion set lot number was not provided. The remaining infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.